Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 experienced signal loss to the ilet for approximately two hours while the sensor remained connected to the dexcom app, after which the agent guided a toggle, restart, and re-pairing that restored cgm data to the ilet and yielded a reading; the user¿s glucose was elevated and trending down after eating cookie dough to treat a prior low. Symptoms included hyperglycemia. Outcomes included no hospitalization and user self-management with continued monitoring. Investigation included remote troubleshooting, education, and successful re-pairing of the cgm to the ilet. Investigation of this case revealed a temporary cgm-to-ilet communication interruption consistent with signal loss, which resolved after device reboot and re-pairing, with no evidence of sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue.